Event description:
The user facility reported the device was "not holding the head". Attempting to obtain additional info from the facility.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.